Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 1,0000 mg/dl while wearing the pod. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (arm). The patient reports they had went to the hospital. The patient was discharged from the hospital after 3 days. No further information could be provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.